Event description:
It was reported that the patient began to experience lack of pain relief. On (B)(6) 2015, a catheter access port (cap) procedure was performed and determined that a catheter revision procedure is required. The catheter revision procedure was performed on (B)(6) 2015 where a new catheter was implanted and the catheter tip was positioned in a different location. The physician believed the lack of pain relief was likely related to the patient's anatomy and the catheter placement.

Manufacturer narrative:
(B)(4).